Manufacturer narrative:
Concomitant products: product ID 3389-40, lot # v004936, implanted: (B)(6) 2006, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).

Event description:
It was reported the patient had trouble hearing the sound the patient programmer made when turning stimulation on. The reporter stated on the day of this report and the day prior to this report they had trouble hearing ¿the sound¿ but were able to turn stimulation on. It was noted this had occurred previously and ¿once in a blue moon¿ the sound was louder. It was further noted the patient had a hard time finding the right spot. The reporter stated they thought the implantable neurostimulator (ins) moved around. It was noted the patient tried to check the ins, but the patient was getting a poor communication screen. It was further noted the patient was able to check the status of the ins. Additional information was requested, but was not available as of the date of this report.